Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; there was a big deviation between the stylus and the arrow on the screen. The touch screen was found out of specification (overlay misalignment). Analysis also found there was no wireless communication; lem (link electronic module) printed circuit board assembly found out of electrical specification. Concomitant medical products: product ID 229047 analyzer. (B)(4).

Event description:
It was reported there was a complaint of calibration of the touch pen. The programmer was returned for repair. No patient complications have been reported as a result of this event.